Event description:
Patient reported issues with responsiveness of the pump touchscreen. There was no reported adverse impact to the customer¿s blood glucose level. Patient declined further troubleshooting, and no additional information was provided.